Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2020-00387.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod coils, ruby coils, pod packing coils (pod pcs), non-penumbra coils, and a lantern delivery microcatheter (lantern). It was noted that the patient's anatomy was moderately tortuous, calcified, and narrowed. During the procedure, the physician encountered strong resistance while advancing a pod coil through the middle of the lantern. Therefore, the pod coil was removed. While advancing the next pod coil through the lantern, the same issue occurred. However, this pod coil was subsequently implanted in the target vessel. The procedure was completed using three ruby coils, five pod pcs, two non-penumbra coils, and the same lantern. There was no report of an adverse effect to the patient.